Event description:
Per provider: manifold valve is not switching s/n (B)(4). Per independent repair center statement: unit alarming or red light, the key failure is 4 way not switching. Additional issues are heat exchanger clogged, pvc tubes clogged, tie wraps leaks and hose clamps leaks.